Event description:
It was reported that patient presented for scheduled procedure. During procedure, the lead exhibited inadequate capture and unspecified sensing issue. Loss of capture was also noted. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-37260. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.